Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a hole in the gas seal inside. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11.device evaluation:intuitive surgical, inc. (Isi) received universal seal to perform failure analysis. The universal seal was found to have a torn duckbill, measuring approximate 4.00 mm. The component was damaged and there may be missing material not returned with the accessory.